Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hypoglycemia. It was reported that the pt had been having labile blood glucose levels for six months. Recently his blood glucose had become even more labile. Frequently swinging from 400 to 30 and back up to 400. On that day, he was admitted to the hosp with a blood glucose of 30mg/dl. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.